Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) depth was 26.7mm and shape of the appendage was chicken wing. The imaging used for laa measuring for amulet device sizing was 2d transesophageal echocardiogram (tee/toe). During procedure, the atrial rhythm was non-sinus rhythm (nsr), activated clotting levels were 291s-418s and heparin was administrated. The device was successfully deployed in the laa. On (B)(6) 2025, the patient had a transient ischemic attack (tia) and required hospitalization. A dual antiplatelet therapy (dapt) was started.

Manufacturer narrative:
An event for patient effects of transient ischemic attack was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported transient ischemic attack could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.